Manufacturer narrative:
Age/date of birth: unknown, information not provided. Implant date, explant date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a damaged haptic. The lens was partially inserted into the right eye and removed and replaced during the same procedure. An incision enlargement was required. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Additional information: additional information was received. As a result, the following fields have been updated: device available for evaluation, returned to manufacturer on: 12/23/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection was performed; one of the haptic was observed detached and distorted. The other haptic was observed distorted. The condition in which the sample returned is consistent with a lens that was handled and prepare for surgical process. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation requests have been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.